Manufacturer narrative:
(B)(4).the sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center where the home patient (hp) disconnected the final bag and replaced it with a new solution bag during a check supply line alarm on a home choice (hc). The technical service representative (tsr) informed the hp to start over with all new supplies. The home patient (hp) contacted product surveillance (ps) on (B)(6) 2012 regarding the hp disconnecting a supply bag and adding a new one. The hp stated she resumed therapy starting over with new supplies. Ps advised the hp to change out all supplies if there is an alarm that she cannot work through. The hp understood. The hp did not follow up with the peritoneal dialysis nurse (pdn) about the alarm or changing of the solution bag. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for use error-reuse of single use product is confirmed, since the patient reported to disconnecting the final bag and replaced it with a new solution bag during therapy. The problem is confirmed, but the assignable cause is undetermined. The labeling instructions adequately address the use error as stated in the event description.